Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The endoscope had an error 5831 which stated damaged endoscope adapter (aea) or friction issue, error 5870 which stated discoloration of housing and an error 5838 which stated corrosion or physical damage to ic emi fingers.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has requested the zero degree endoscope involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the zero degree endoscope (part number 470056-08/lot number 10034284) associated with this event has been performed. Per the review, the zero degree endoscope was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 1986 uses remaining after the last procedural use. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the zero degree endoscope had rotational issue around the shaft due to added friction to it. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the zero degree endoscope had rotational issue around the shaft due to added friction to it. The endoscope had engagement issue. The customer used spare endoscope to proceed. The procedure was completed with no reported injury.